Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the actual device was returned to the manufacturer for physical evaluation. Visual examination found no issues. The simulated treatment was performed and completed without any failures or problems. The weighed and programmed displayed fill values were within tolerance. Physical tests passed. Internal inspection found no issues. The cycler performed as designed and the complaint cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient¿s pd nurse reported that the cycler had overfilled the patient during treatment. Treatment data that was initially reported did reveal an episode of increased intraperitoneal volume (iipv), where the largest fill volume was 172% over the prescribed fill volume. The patient had a drain of 700ml, leaving 1800ml residual and the patient subsequently filled with an additional volume of 2500ml. The reported overfill volume 4300ml was 172% over the prescribed fill volume which resulted in a reportable device malfunction. Additional information received from the patient¿s pd nurse confirmed that the patient had not experienced an adverse event or serious injury and required no medical intervention. The pd nurse reported that the patient alleged that the event had occurred either on (B)(6) 2017. The pd nurse was unable to confirm the exact date of occurrence. The patient had experienced discomfort, but the issue was resolved when the patient completed a manual exchange and drained approximately 4000ml.